Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if there was any deviation from IFU in reprocessing steps. The component analysis revealed characteristic elements and peaks similar to those of cellulose and resin. The event can be detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif-ez1500 series operation manual chapter 3, preparation and inspection. IFU states the preventative measures in gif-ez1500 series reprocessing manual chapter 5, reprocessing the endoscope (and related reprocessing accessories). Based on the results of the investigation, the most probable cause is due to a cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle exhibited foreign objects. There was no patient involvement.